Event description:
Customer reports one fiber leak on reuse number 18 noted in the middle of the treatment by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 200cc. Treatment was continued with new disposables without incident. The pt was given 1g vancomycin as a prophylactic antibiotic. No pt injury or medical intervention reported per healthcare professional.